Event description:
It was reported that during a sleeve gastrectomy procedure, oozing was noted at the staple line after the first firing. The surgeon intervened and achieved hemostasis. The patient showed signs of postoperative bleeding and was readmitted on the same day. The case was completed with an abdominal washout. No further information provided.

Manufacturer narrative:
(B)(4). Date sent 12/1/2025. D4 batch # unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was the post operative bleeding confirmed? Yes. If so, what was done to address the bleeding? Irrigation and suction along with the use of vistaseal along what appeared to be the area of concern. Did the white reload used on the first firing? Er60w. What was the compressed thickness of the vessel being stapled? Unsure. Any issue with staple formation? No. What was done to intervene? (Clips, oversew, etc.) Clips (er320). Are there pictures or video available? No. How was the post-op bleeding identified? Patient hemoglobin levels were elevated. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Extraluminal. Did the patient receive any preoperative chemotherapy or radiation? No. Were the staples the appropriate b-shape form? Yes. Any clips, clamps, or graspers near the area where the device was being fired? No. Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.